Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. During testing at the user facility, the customer contact reported the device did not pass volume accuracy testing. No specific details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.